Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of burn damage on the universal battery charger (ubc) was not confirmed. There were no photos submitted for review. The ubc, serial(B)(6). Was not returned for analysis. The provided information stated that the unit was exchanged due to burn damage from the patient's house fire. The replaced equipment is not available for analysis since the hospital disposed of them per local regulations. Additional information provided stated that there were no photos available of the damage. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The universal battery charger (ubc) instructions for use (IFU) explains under the responding to advisory messages how to troubleshoot any errors or alarms. It states under the precautions section: "the metal contacts inside the ubc pockets should be kept clean and dry. Do not expose contacts to water, moisture, dirt, etc. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's universal battery charger (ubc) was using a non-manufacturer power cord and had burn damage from a small house fire. The ubc was exchanged and discarded.